Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home and then was taken to the hospital. The customer's heart stopped at home, they were brought back, but kept coding. The cause of death was heart failure. The caller stated that the customer had health issues and heart issues that may have led to the customer's passing. The customer¿s blood glucose was 687 mg/dl at the time of hospitalization. The caller stated the customer's high blood glucose led to the customer's organs shutting down. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.